Manufacturer narrative:
An event of device deformity and foreign material (fragments) could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 8f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. Based on the information reviewed, the cause of the reported device deformity and foreign fragment material could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen to close an atrial septal defect (asd) with a 8f amplatzer trevisio intravascular delivery system. The doctor tried to close the asd with the device, but the septum of the device was aneurysmal and bulging. The left disc did not fold out correctly. The device was not released from the delivery cable while inside the patient and they retrieved it out of the patient. There was no report of any interaction with cardiac structures during deployment, and no report of any angulation/kink noticed with the delivery system. When they flushed the device with saline, it released some strange fragments that were believed to be originated from the device. A decision was made to replace the device with a second 10mm amplatzer septal occluder for implant with an amplatzer trevisio delivery system. The replacement device was implanted in the patient with no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.